Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during inflation of the commander delivery system, leakage was observed resulting in partial deployment of the valve. Post dilatation with a new delivery system was performed and there was no paravalvular leak (pvl). There was no harm to the patient.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a leak was confirmed under the balloon shaft strain relief, which resulted from a complete break on the balloon shaft distal to y-connector. A slight kink was observed in the guidewire lumen under the crimped balloon at the triple marker. No other abnormalities observed. The balloon shaft outer diameter (od) distal to the y-connector bond met specifications. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from april 2015 to march 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of march 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage exceeded the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed, as a break in the balloon shaft adjacent to the y-connector underneath the strain relief was observed. Investigation into the issue did not reveal any evidence to support an edwards lifesciences manufacturing process contributed to the issue. This crack could only be duplicated when the balloon shaft is subjected to a sudden compression load, which is not representative of clinical use conditions. Although a manufacturing non-conformance has not been identified for these types of failures, it is possible that a manufacturing/design related issue may have contributed to the complaint event. A modification to the manufacturing configuration was identified and implemented as a preventative measure. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of any changes.